Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Used the mako to convert a pf to a tka - case went perfectly. No surgical delay. Case type / application: tka update: in this case, the ¿partial¿ part of the knee in question is the pf compartment. Update: the patient's pf component was revised to tka.